Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) event site postal code: (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4) . H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure readings could not be obtained using the fiber optic sensor. The console was switched out with another, but the issue continued. The iab was replaced with another manufacturer's iab and therapy was continued without further issue. There was no patient harm or adverse event reported.